Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device reached normal recommended replacement time "years ago," and at the time the physician and patient elected to not replace the implantable cardioverter defibrillator (ICD). It was also reported that recently there was a charge circuit time out and the charge circuit is inactive. The patient is in hospice with a status of do not resuscitate and therapies were "turned off." No patient complications have been reported as a result of this event.